Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
There was a right zmc fracture pt. When implanting a plate on the orbital rim, two screw heads snapped off. The drill was used at 40,000 rpm. The screws were left in an the pt was fine.